Manufacturer narrative:
The esheath was returned to edwards for evaluation. During preliminary engineering evaluation, a linear tear was observed approximately 1cm in length, 4¿ from the distal tip. A tear in hdpe was observed at the distal tip along the vertical score line approximately 0.5cm in length. Punctures on blue hdpe were observed under the strain relief and leakage was observed through punctures when flushing sheath. Investigation is ongoing. Ref. Mfg. Report # 2015691-2016-01912.

Event description:
This report from our (B)(4) affiliate represents the 3 sheath used in the procedure. Evaluation of that device identified a split on the distal tip. After an unsuccessful attempt to insert 2 expandable sheaths (esheath), the vessel was then pre-dilated with a dilator and a third esheath was prepared. This time with some resistance, the third esheath could be inserted. Bav was done. The delivery system with crimped valve was then inserted into the esheath. After the delivery system exited the loader, it became stuck in the partially expandable part of the esheath and all devices had to be removed together. A fourth esheath was prepared and was inserted with the same resistance. At this moment, the patient became unstable and a bleeding was seen in the iliac. The fourth esheath was removed and access was closed with the proglide. From the contralateral side the physician attempted to occlude and implant the vascular stents to repair the ruptured iliac. However, at the conclusion of the case, the dissection could still be seen, although the retroperitoneal bleeding had stopped. The patient was transferred for further validation to CT scan. The patient was in an unstable condition in the ICU. Additional information provided indicated that approximately 21 days post procedure the patient is doing fine. The patient¿s access vessel minimum luminal diameter (mld) was 9mm and the vessels were severely tortuous.

Manufacturer narrative:
Additional information: evaluation codes & additional MFR narrative. The sheath and delivery system were returned to edwards for evaluation. Both devices underwent visual and dimensional inspection. During the visual inspection of the sheath, the thv was observed to be located approximately 7 inches from distal end of the sheath compression nut. Multiple kinks were observed on the sheath shaft: a kink was observed on the shaft approximately 1 inch, 2.25 inches and 3 inches from distal edge of strain relief and a second kink was observed on the sheath shaft 2 inches from distal sheath tip. A liner tear was observed approximately 1 inch in length was observed 4 inches from distal tip. A tear was observed in the hdpe at distal tip along the vertical score line, approximately 0.5 inches in length. The delivery system with the crimped valve was advanced through the sheath for valve deployment. The valve was deployed off the balloon. A compression was observed on the flex tip. When flushing, the sheath and delivery system were inserted, leakage observed from the liner tear and under strain relief. The strain relief was cut by engineering to examine sheath shaft. Punctures on blue hdpe under strain relief (the same location where bulge was observed) were observed. Leakage was observed through punctures when the sheath was flushed. A kink was observed on the delivery system flex shaft, approximately 4.5 inches form distal flex tip. Flex tip gouging was observed. Abrasion, exposed metal on flex shaft approximately 2.5 inches from flex tip. The delivery system flex tip represents the largest delivery system component that is passed through a sheath and that could potentially contribute to high insertion forces through a sheath. To investigate if the flex tip potentially contributed to the reported resistance during delivery system insertion through the sheath, the flex tip outer diameter (od) was inspected. The flex tip od measurements were found to be within specification. Liner wall thickness measurements of the sheath also taken and were found to be within specification. No relevant functional testing could be performed due to the condition of the returned device (split sheath distal tip and liner tear). The complaints for sheath shaft ¿ resistance with delivery system, sheath shaft ¿ liner torn and sheath distal tip split were confirmed. Per report, the patient¿s vessel was severely tortuous. During delivery system insertion through the esheath, insertion forces can vary due to several patient/procedural related factors such as non-optimal insertion/placement angle of the sheath into the patient (due to patient¿s calcification and tortuosity), thv size, vessel diameter, tortuosity and degree of calcification. The aforementioned factors may create a difficult pathway to advance the delivery system through sheath and may have negatively impacted the esheath during insertion. The kinks, liner tear, and split distal tip most likely occurred during insertion/advancement of the sheath. Additional force might have been used to overcome the sheath kinks, resulting in insertion difficulty and liner tear. In addition, other procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, and incomplete advancement of the loader may put extra strain on the device, result in difficulty inserting through the sheath and contribute to resistance observed. A definitive root cause for the reported event cannot be determined at this time. No manufacturing issues or IFU/labeling inadequacies were identified. Available information suggests that patient/procedural factors may have contributed to the event. Review of complaint history for june 2016 revealed that the occurrence rates did not exceed the control limits for these failure modes. Therefore, no corrective or preventative action is required at this time.